Event description:
It was reported, the camera head right half of the image appeared distorted. The issue occurred during pre-use inspection for an unspecified therapeutic procedure. The problem was resolved by reconnecting and the procedure was completed. There were no reports of patient or user harm associated with this event.

Manufacturer narrative:
E2: no. To date, the device has not been returned. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. The device was returned to olympus for evaluation and the customer's allegation was confirmed. Visual and functional testing was performed, and the reported event was unable to be reproduced. However, evaluation found tear in the camera cable, resulting in water ingress into the camera cable. The video connector-electrical contact was also corroded. Based on the results of the investigation, the most probable cause of the issue was identified as a tear in the camera cable. The watertight seal was impossible to maintain, and moisture entered the interior, causing the internal charged coupled device (ccd) to malfunction. A definitive root cause could not be identified. A device history review of the current product was conducted, and no problems were found. Olympus will continue to monitor the field performance of this device.

Event description:
It was reported, the camera head right half of the image appeared distorted. The issue occurred during pre-use inspection for an unspecified therapeutic procedure. The problem was resolved by reconnecting and the procedure was completed. There were no reports of patient or user harm associated with this event.